Manufacturer narrative:
Product event summary: one battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed via log files which revealed several critical battery alarms. Analysis revealed that the device met specifications; the battery passed visual examination and functional testing. The battery was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. An internal investigation has opened to evaluate these types of issues. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery triggered a critical battery alarm although the charge was over 10%. The battery was replaced. No patient complications have been reported as a result of this event.